Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (, menorrhagia)/excessive bleeding/ menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/excessive bleeding') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included smoker. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("fallopian tube pain"), cystitis ("infection (bladder/urinary tract/vaginal) type: all ,"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all ,"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all ,"), dry skin ("rashes or skin conditions type:dry skin"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and alopecia ("hair loss.") And was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, adnexa uteri pain, pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dry skin, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of essure placement procedure yes: information received - possible migration of product date received- (B)(6) 2014. Right ostia one coil, left ostia two coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Event:rashes or skin conditions type updated to dry skin. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (, menorrhagia)/excessive bleeding/ menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/excessive bleeding') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included smoker. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("fallopian tube pain"), cystitis ("infection (bladder/urinary tract/vaginal) type: all ,"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all ,"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all ,"), rash ("rashes or skin conditions type:"), skin disorder ("rashes or skin conditions type:"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and alopecia ("hair loss.") And was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, adnexa uteri pain, pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of essure placement procedure yes: information received - possible migration of product date received- 28apr2014. Right ostia one coil, left ostia two coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding, she did not undergo confirmation test. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (, menorrhagia)/excessive bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("fallopian tube pain"), cystitis ("infection (bladder/urinary tract/vaginal) type: all ,"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all ,"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: all ,"), rash ("rashes or skin conditions type:"), skin disorder ("rashes or skin conditions type:"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and alopecia ("hair loss.") And was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, adnexa uteri pain, pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: complications or problems that occurred at the time of essure placement procedure yes: information received - possible migration of product date received- 28apr2014 right ostia one coil, left ostia two coils quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received: event injury was replaced by hormonal changes describe: , abnormal bleeding (vaginal, menorrhagia) , infection (bladder/urinary tract/vaginal) type: all , rashes or skin conditions type: , nausea , dental problems , nickel allergy , dysmenorrhea (cramping) ,dyspareunia (painful sexual intercourse) , fallopian tube pain , fatigue , weight gain / loss specify which one: weight gain , hair loss were added. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.